Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with complaints of feeling acutely weak and fatigued, with diaphoresis, chills and cramping in abdomen. The patient¿s mean arterial pressure (map) was 82 mmhg, temperature was 38.3 c, and white blood count (wbc) was 18.8 k/mcl. Blood cultures were gram positive for streptococcus, and the patient was started on cefepime and flagyl. On (B)(6) 2017, the antibiotics were changed to daily ceftriaxone infusions. On (B)(6) 2016, repeat blood cultures were positive for streptococcal bacteremia, and the patient was discharged with home intravenous antibiotics. On (B)(6) 2017, the patient was admitted with complaints of headache, generalized aches, chills and weakness. The patient¿s temperature was 39.3 c, blood pressure was 93/76 mmhg, wbcs were 14.9 k/mcl. Blood cultures revealed gram positive cocci in clusters, and the patient was started on a vancomycin infusion. Repeat blood cultures were positive for enterococcus faecalis and the patient was discharged home on a vancomycin infusion. On (B)(6) 2017, the patient started on oral amoxicillin for chronic suppression. On (B)(6) 2017, the patient¿s wbcs were 5.1 k/mcl. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.